Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 485 mg/dl, 237 mg/dl, and 206 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that the 9800 system shut down during a case. The procedure was completed without incident. No pt injury was reported.